Event description:
Consumer complaint of lo blood glucose results. Expected fasting blood glucose test result range is 160 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 216 mg/dl and 220 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot MFR's expiration date is 01/14/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: lo (B)(6) 2015 10:22pm fasting: yes; 204mg/dl (B)(6) 2015 06:34pm fasting: no; 61mg/dl (B)(6) 2015 05:25pm fasting: yes; 60mg/dl (B)(6) 2015 05:23pm fasting:yes; 367mg/dl (B)(6) 2015 01:37pm fasting: no; adverse event not reported.

Manufacturer narrative:
(B)(4). Returned products evaluated with no defect found. Most likely underlying root cause: improper storage of test strips as indicated by customer.